Manufacturer narrative:
A steris field service technician arrived onsite and inspected the unit. The technician identified that the condenser drain hose fell off of the condenser which allowed water to drain out of the unit. The steris field service technician secured four hose clamps from the hose to the condenser. The technician tested the unit and returned it to service.

Event description:
The user facility reported water was leaking from their washer.

Event description:
The user facility reported water was leaking from their sterilizer. No injuries or procedural delays/cancellations were reported.